Event description:
During a call to the technical service representative (tsr) regarding a drain issue, the (B)(6) patient indicated that she has fibrin in her line and has peritonitis. The patient was advised to follow up with her nurse. On (B)(6) 2010, additional information was obtained from the facility. On an unspecified date in (B)(6) 2010, the patient was experiencing abdominal pain and having difficulty draining on the homechoice. The physician thought the symptoms were related to the patient's history of gallstones. Fibrin was also discovered in her effluent and her peritoneal dialysis (pd) catheter was partially clogged. The patient was started on heparin intraperitoneally (ip)-date and dose unknown. When she presented to the clinic (B)(6) 2010, the pd effluent was sent for culture. On (B)(6) 2010, the culture result was positive, organism unknown, and she was started on an ip antibiotic (drug name and dose unknown). Subsequent to this date, the patient admitted that she misused the antibiotic, thereby injecting too much into the solution too frequently. This resulted in desensitization of the antibiotic. The patient was started on vancomycin 1gm ip for 6 hours every three days. She is currently under this treatment, due to finish (B)(6) 2010, when she will be recultured.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The devices involved in the incident were unknown. The patient discards supplies after each therapy, so the sample was not available. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.